Event description:
It was reported that patient had pump implanted for treatment of his spasticity and had been receiving efficacious therapy. Approximately 4 weeks ago, his managing physician noticed that the pump appeared as though starting to erode through the skin. After evaluating the site for the subsequent 4 weeks, the decision was made by both the orthopedic surgeon and managing physician to explant the pump. The patient's only presentation was the skin over the pump not healing well; elevated wbc counts were documented on (B)(6) 2012, although the patient also has a skin graft unrelated to the pump nor the pump pocket site that may also have accounted for the elevated wbc count. A culture and sensitivity was taken from the pocket site and (B)(6) was grown. Patient was started on regimen of antibiotics and oral baclofen to manage the fact that he was receiving an infusion rate of 150 mcg/day of gablofen. Signs and symptoms of withdrawal were reviewed with the patient and his mother. Both catheter and pump explanted. As of (B)(6) 2012, it was stated that patient was doing well and never exhibited any signs/symptoms of acute baclofen withdrawal after the pump was removed. The infection appeared to be resolved at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4). Analysis of the pump revealed no anomaly, normal device function. Returned for analysis was also the sc connector and proximal segment of the catheter that showed no significant anomaly except for tears, cuts or coring in sc connector; however, there was no leak seen during analysis and there was no event in regards to a leak.